Event description:
In (B)(6) 2006 pt underwent a repeat c-section with permanent sterilization. Pt had significant adhesion on anterior surface of the uterus and the lower uterine segment/bladder are. Surgiwrap was placed over this surface. In (B)(6) 2008 a laparoscopy was performed and multiple granuloma-like nodules were found throughout the pelvic peritoneal surface and uterine wall surface.

Manufacturer narrative:
Since there is no product available for evaluation the investigation of this complaint is limited and the investigation of this complaint is limited and the company is unable to draw a conclusion. There is no evidence to link the surgical intervention with the product due to the limited info provided by the physician.